Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 1 device was received. 32 device investigation types have not yet been determined. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 device was found to be affected by internal corrosion. Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 33 previously reported events are included in this follow-up record. Product return status 13 devices were received. 16 devices were not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 6 devices were found to be affected by internal corrosion. 4 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by shattered bearings.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 25 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 33 previously reported events are included in this follow-up record. Product return status 13 devices were received. 20 devices were not available for evaluation.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. - 25 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 7 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 25 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 33 previously reported events are included in this follow-up record. Product return status 13 devices were received. 15 devices were not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 6 devices were found to be affected by internal corrosion. 4 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by shattered bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 33 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 5 devices were not available for evaluation. 15 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 9 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by internal corrosion. 4 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by shattered bearings.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 5 events had patient involvement; no patient impact.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 25 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 33 previously reported events are included in this follow-up record. Product return status: 14 devices were received. 19 devices were not available for evaluation.